Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user from the user facility reported that the device had black specs coming out during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user from the user facility reported that the device had black specs coming out during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.